Manufacturer narrative:
(B)(4).

Event description:
A. M. Warwick, r. Velineni, n. J. Smart, I. R. Daniels (2016). Onlay parastomal hernia repair with cross-linked porcine dermal collagen biologic mesh: long-term results, hernia, 20:321-325. Purpose the optimal technique and mesh type for parastomal hernia repair have yet to be ascertained. Biologic meshes have been advocated in parastomal hernia repair due to purported resistance to infection in contaminated fields. The aim of this study was to evaluate the effectiveness of additionally cross-linked acellular porcine dermal collagen mesh (permacoltm) for onlay parastomal hernia repair. Methods a retrospective review of case notes, and abdominal CT scans when available, was performed for consecutive patients who had a parastomal hernia repaired between (B)(6) 2007 and (B)(6) 2010. All hernias were repaired with onlay placement of the biologic mesh. Results over a 34-month period, 30 consecutive patients, median age 74 years, 17 female, underwent parastomal hernia repair using onlay biologic mesh. There were 23 paracolostomy and seven paraileostomy hernias. The hernia was primary in 26 patients. 29 patients were available for follow-up, and median duration of follow-up (either CT or clinical) was 36 months (range 3¿79). 5 patients developed recurrence and had repairs.